Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported the patient was discovered on the floor at home. At the approximate time of death there was an indication of sudden tachycardia where discrimination of the waveform was applied. Transition to ventricular tachycardia (vt) was detected and anti-tachycardia pacing was delivered breaking the arrhythmia for two beats. Following the arrhythmia, cycle length fluctuated in and out of the vt treatment zone at which time the rhythm accelerated into the ventricular fibrillation (vf) zone and shock was delivered. The device paced post shock with intermittent capture. The patient¿s rhythm continued to fluctuate and deteriorate and five shocks were delivered. At the time of the last shock there was failure to capture. Vt electro-cardiograms revealed erratic patterns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.